Event description:
It was reported that: 19 nov 2023, the swg was found kinked prior to the patient.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2023, the swg was found kinked prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one swg in its advancer, a 2-lumen catheter, and a dilator for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. The guide wire had one major bend towards the center of the body. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 24 mm from the distal tip. The bend in the guide wire measured 365-450 mm from the proximal tip. The overall length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.797 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. The guide wire was then threaded through the returned catheter. The guide wire was able to pass through with little to no resistance. Performed per the instructions for use (IFU) statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." And "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had one kink towards the distal tip and one bend towards the center of the body. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to the patient.